Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge and infusion set had been in use beyond labeling. The customer was taken to the emergency room and was subsequently admitted to the intensive care unit (ICU) for diabetic ketoacidosis. Specific blood glucose (bg) level was not provided. Tandem technical support educated the customer on insulin labeling. Customer performed a supply change and administered a manual injection to address bg. Customer was treated with intravenous insulin and saline in the hospital. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."